Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over three years, since the subject device was manufactured. Based on the results of the investigation, the damage found at the distal end of the device was likely, due to a burn caused by the use of high-frequency or laser equipment and due to the damage. The charged coupled device, which is located under the outer tube, could not be dismantled. However, the root cause of the reportable malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a hole in the distal end. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, it was observed that the video telescope exhibited a hole on the distal end. There were no reports of patient involvement.